Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested to replace exhalation transducer and run extended self test (est). Covidien was not authorized to service the device.